Event description:
Emts responded to a person, condition not reported. The device was connected to the pt for cardiac monitoring. According to the reporter, at some time during use on the pt, the device powered on and off by itself. No adverse affects to the pt were reported as a result of the alleged malfunction.